Manufacturer narrative:
(B)(4). As of (B)(4) 2014, no product has been returned. Silicone winged extension for pic lines inspection checks that the surface is clean and free of any surface imperfections. This product is shipped with an IFU which states under warnings: "catheter tip position should be verified by x-ray and monitored a routine basis." Precautions: "verify catheter tip position using radiography or appropriate technology. In order to guarantee extrapericardial location, the catheter tip should be located above the svc-ra junction, within the lower 1/3 of the svc. Every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of the central venous system and to ensure proper delivery of infusates." We are inconclusive as to why the failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No additional actions required at this time. Per risk assessment, additional action is not required at this time based on the associated risk.

Event description:
A (B)(6) female leukemia patient underwent an intervention. After 4 days of the procedure, the physician noted that the back flow of the blood was not good. After 8 days, the physician found leakage from the site. Later, it was noted that the catheter migrated to rv from the catheter junction point. The catheter was broken within the vein about 4-5cm from the insertion point and the whole length of the catheter migrated. The patient needed retrieval through femoral approach and with the help of cardiologist, the physician team did venous catheterization.